Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. The patient experienced a skin infection that developed on (B)(6) 2025 after sensor insertion in the arm. The patient reported pain at the wearable site, and the sensor subsequently failed. Upon removal, an infection was noted beneath the sensor patch area. On an unspecified date, the patient sought hospital care. The attending physician assessed the site and confirmed the presence of an infection. No diagnostic laboratory testing was performed. The patient was admitted for inpatient hospitalization and received intravenous antibiotic therapy for four days. At the time of reporting, the patient stated she was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.